Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the blade stopped rotating when cutting a myoma. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the device was used in a clinical trial and the blade came to a stop rotation on the way in cutting myoma after a period of use. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate and extend; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.